Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an osteosynthesis for trochanteric fracture of femur. During surgery, when a nurse opened the outer package of double pack of the nail and passed it to another nurse, the nurse found a hair on or inside the inner package. The nail was not used for the surgery at the discretion of the surgeon. Since there was another same nail prepared for the next day¿s surgery was available for use, the surgeon used it and completed the surgery successfully with no surgical delay. The hospital seemed distrustful of the presence of hair in the package. No further information is available. This report is for one (1) tfna fem nail ø12 130° l170 timo15 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the device was returned to depuy synthes for evaluation. The depuy synthes team forwarded the physical device to the supplier monument manufacturing facility for investigation. Please refer to the attachment for investigation results. The affected part was received by jabil quality, monument, on 24 august 2033. The product was received, and the product carton was released, as evidence by the torn label at the box opening. The foam was no longer in the carton. Opening the carton reveals a 12 mm x 170 mm nail in only the inner pouch. The packaging was inspected for any debris. Upon this investigation, it was determined that two small linear debris exist in the pouch. The debris were inspected under microscope and the debris has a metallic sheen, and the sheen appears to be light green, matching the anodized color of the nail. As such, it has been determined that the debris is a metallic burr that was not removed at the deburring step. The point at which this burr detached from the nail is not determinable. There is no way to ascertain if this burr was visible when packaged by the operator sealing the pouched, and there is potential that it came loose during shipping, handling, and storage. The burr is loose within the pouch, and freely moves within, furthermore, the debris has a metallic sheen consistent with a metallic debris. Upon magnification, it was determined tat this is a burr rather tat a hail as suggest in the complaint description. A review of the processes that this nail was processed trough was performed. The burr inspection/ removals as well as the debris verification performed in sterile pack did not capture these burrs. As such, is has been determined that the burr was not visible during these inspection and were most likely concealed in the threads of the nail. It was determined that this most likely originated at the mill threads operation, and the burr was concealed with the thread throughout the remaining process. After the machining operation, the product is cleaned, vibed, bead blasted and finally anodized. It is evident that the metallic burr went through the anodize process and were hit with current, as they have the light green anodize consistent with the product. The product is then wrapped, and moved to the packaging area. It is inspected for the final time, where a deburring occurs. This burr was not removed or visible at this point, as no product was rejected, and placed into thermal rinse. After thermal rinse, the product is verifies for dryness, whereas the product is either knocked against a towel, or the cannulation is visually inspected. This burr was aging not captured at this point. It is wrapped into another towel, and prepared for assembly. Per the assembly inspection, a visual inspection for cosmetics is performed, and again, the burr was not detected at this point. The product is then vacuum sealed, and the pouch is verified for debris of any kind. No debris was detected at either the pouch sealing process or the boxing process where tis verification is performed. Given the investigation above, there is enough evidence to determine that the burr most likely within the threads of the nail on the interior cannulation, and was not visible to the operators during the proceduralized verification and removal of burrs. There is sufficient evidence to determine this debris was dislodged during the shipping and handling of the product outside of jabil manufacturing control. However, the burr is confirmed as debris within the pouch, and it is related to a manufacturing defect created within jabil manufacturing. The complaint condition was confirmed. There is no evidence of hair within the primary package. However, there is debris within the primary package. A non-conformance (jbl-nr-0018122) has been initiated by monument manufacturing facility in response to this manufacturing issue. J&j nr-0183999 is opened to track and document. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing location: monument, manufacturing date: 21-jul-2020, expiration date: 01-jul-2030, part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile, lot number: 61p8795 (sterile), lot quantity:(B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿hair found on, or inside, the inner package¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.